Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fast-fix 360 curved device did not pass through the meniscal tissue when attempting to pass the second implant. A backup device was used to complete the procedure. T1 was not removed from the patient. Customer did not state that a delay occurred.